Event description:
It was reported that the patient presented to the health care provider (hcp) on (B)(6) 2013 with complaints of increased spasticity. The patient and family thought she had withdrawal symptoms approximately 4 to 5 days prior to (B)(6) 2013. The patient symptoms were increased tightness and general overall agitation. The clinic nurse interrogated the pump and noted a motor stall had occurred. The hcp was advised to turn off the pump and schedule a replacement. The pump was replaced on (B)(6) 2013. Upon disconnecting the catheter, there was no "css" flow. It was noted the physician tried aspirating without success. The decision was made to replace the catheter as well. After removing the old catheter, the physician tried to push fluid through it and found it to be clogged. The pump system was being used to deliver gablofen at 2000mcg/ml, with a daily dose of 235mcg/day. It was noted the patient was receiving effective therapy as of (B)(6) 2013.

Manufacturer narrative:
Analysis of pump revealed a gear train anomaly. Corrosion and/or wear and/or lubrication and a stall due to shaft-bearing were seen. Analysis found significant residue and shaft wear on the upper shaft of gear 1. Also some residue and discoloration on the jewel where the upper shaft of gear 1 inserts into the top bridge assembly was noted. Analysis of the catheter revealed catheter body occlusion. Initially there was an occlusion noticed during analysis, but the occlusion was easily broken loose. No holes were found in the catheter.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: catheter: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Upon additional review, it was found that this event was also reported in manufacturer report #3007566237-2013-01566. The reported information was as follows: ¿it was reported the critical alarm was heard once the day prior to this report and three times on the day of this report. The night prior to this report, the patient had leg spasticity that wasn¿t experienced ¿in years.¿ upon pump interrogation, it showed a motor stall, without recovery, and a tube set message had occurred. The pump log showed a stall on (B)(6) 1013 at 23:23 with the tube set message 24 hours later. The patient was at home at the time of the stall. There were no known electromagnetic interference (emi) exposures, or recent medical procedures. The patient was to be supplemented with oral medication and have surgery ¿as soon as possible.¿ it was noted the elective replacement indicator (eri) was at four months and a pump replacement was planned for july. The pump was delivering baclofen.¿

Manufacturer narrative:
The aware date as a whole would be (B)(4) 2013 as reported in manufacturer report #3007566237-2013-01566.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.